Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012702708 was returned and analyzed. Visual inspection was performed and the capture device appeared to be detached. The catheter was connected to a returned catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function stuck due to entangled electrode wires. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a returned cic, and therapy deliveries were successfully performed. X-ray imaging confirmed the presence of entangled electrode wires in the shaft. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the loop catheter failed the returned product inspection due to entangled electrode wires and a broken capture device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, there was a cable connection issue and distortion of visualization of the pulse field ablation catheter on another manufacturer's mapping system. During the procedure, the mapping system displayed significant distortion of the catheter. The catheter interface cable was disconnected and reconnected, allowing a few more ablation lesions to be delivered before the distortion recurred. The interface cable was again disconnected and reconnected, but the problem persisted. A new interface cable was opened and connected to the catheter, enabling completion of additional ablation sets before the same issue occurred. The interface cable was then pushed into the catheter without disconnecting, which resolved the problem. The case was completed without further issues. No patient complications have been reported as a result of this event.